Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was confirmed by an operational check that the down button / buttons reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led board was replaced to address the issue. Additionally, during the service of the device, components the following parts were replaced per the customer's request. Pollen filter, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-micron filter, motor blower assembly, stirring fan foam. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.1.03). The detachable battery pack and internal battery have not been replaced due to a long -term delay in arrival of replacement. The customer will be notified when the supply is resumed. If any additional information is received, a follow-up report will be filed.